Event description:
It was reported that when they were inspecting the packaging upon receipt the packaging had a hole in it. No patient involvement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned inside its original package. Upon visual inspection of the package, scratches were found on the tyvek and two rips were observed; evidence of dragging was noted. The damage found at the tyvek of the packaging was likely related to external handling from ees. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts."